Event description:
It was reported that during a surgical procedure using the device, the forceps stopped working after approximately 1 hour and 30 minutes of surgery. No part of the dissector broke. A new dissector was used and it worked fine. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident device found that the springs had disengaged from the device.

Manufacturer narrative:
D10 concomitant product: scba, battery scba (serial#unknown); scgaa, reusable generator a scgaa (serial#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the springs had disengaged from the device. Damages were observed at the generator horn interface. The device showed evidence of use. It was reported that the device had no activation during the procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.